Manufacturer narrative:
The malfunction was caused by a 19g sleeve used on a 20g prod. In other words a mfg error caused the incorrect component to be used. This is the first instance of such an error. Shpi contacted mfg and ca 107 was instituted. There was no injury of any sort.

Event description:
The needle disengaged from the safety mechanism of safety huber admin set. There was no injury of any sort.